Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Reportedly, the pump was able to be charged with different charging supplies. In addition the pump battery dropped from 60% to 20% while connected to a power source. The customer blood glucose level was 120 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.